Manufacturer narrative:
Concomitant products: product ID 3889-33, lot# v887374, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient experienced a loss of therapeutic effect. Two days prior, the patient noticed they were going to the bathroom ¿a lot¿ more and had to get there ¿a lot¿ faster. The patient urinated ten times an hour and leakage in their pad was noted. It was stated the patient had been drinking ¿a lot¿ of water as they had been trying to lose weight. The patient thought that they changed the program on that day. The night prior to the report, the patient woke up on their back with a ¿strange feeling.¿ their body was ¿vibrating at attention¿ and they felt a flutter in their fingers and chest. The patient felt stimulation in their chest. Stimulation was turned off at that time and the patient¿s body relaxed. At the time of the call, the patient turned stimulation back on at 0.7v on program 4 and it was comfortable. No outcome was provided with this event. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received.